Event description:
It was reported prior to using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, there was one (1) tube with discolored additive. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-jul-2025. Investigation summary: bd received three photos and two samples for investigation. Evaluation of the returned samples indicated yellowish edta clumps in the tube. Additionally, a total of 100 retained samples were visually inspected, and similar edta clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes, there was one (1) tube with discolored additive. No adverse impact was reported regarding the patient or user.